Manufacturer narrative:
Date of event: date is approximate if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that about 3 weeks ago the patient started having the same problem w/ their bladder that they had before they got the device. Patient went back to see the hcp and the hcp said the ins was turned off. Caller said they don't know how the ins got turned off. Caller said shortly after implant stim was to high so they called a mdt rep name cole who told them how to decrease stim. Caller said after they haven't touched the handset and communicator since they decreased stim shortly after implant. Reviewed ins and external device function. Agent did not ask about the circumstances that led to the reported issue.